Manufacturer narrative:
The devices were not returned for review as they remain implanted, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore it is not suspected that any zimmer device caused or contributed to any patient infection.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.pagepress.org/journals/index.php/or/article/view/5779. (B)(4). Other device used: catalog #unknown, unknown epsilon cup, lot #unknown. Catalog #unknown, unknown longevity constrained liner, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that 2 patients were treated with irrigation and debridement for acute post-operative infections.